Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient it was discovered by customer that, the cardiosave intra-aortic balloon pump (iabp) found that the heart rate detected by the machine did not match the data of the ECG monitor when the machine was on standby. There was no patient harm reported.

Manufacturer narrative:
(Type of investigation, investigation findings, investigation conclusions) it was being reported by a customer that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "heart rate" which is being detected by the machine which did not match the data of the "ECG monitor" when the machine was on standby. Therefore only the device was not used in the subsequent operation. But after communicating with the customer, it was learned that the machine was not actually used because the patient's condition did not require iabp auxillary treatment. This incident did not actually cause any harm to the patient. Actually the customer has a spare iabp and can use the spare equipment if necessary. After that incident, the hospital department used an ECG generator in order to detect that the ECG signal was normal, and the results of the physical tests were consistent. It is being considered that the signal may be unstable due to the patient's dry or wrinkled skin. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text : the hospital engineer has handled it, no service order.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).